Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unspecified date the patient was hospitalized for the peritonitis. It was not reported if the patient was treated for the event. At the time of this report, the patient¿s outcome and the action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.